Event description:
A home patient (hp) contacted baxter's technical service center to report a system error (se) 2240 alarm on the homechoice (hc) unit during drain 1. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she disconnected prior to the alarm for 15 minutes and was unsure if the drain had started when she reconnected to the machine. The tsr had the hp cycle power to display press go to start. The hp confirmed to restart with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated she contacted her nurse to report the issue and stated that her nurse retrained her on proper procedures. The hp confirmed she was doing well with therapy and no adverse event resulted from this incident.

Event description:
A home patient (hp) contacted baxter's technical service center to report a system error (se) 2240 alarm on the homechoice (hc) unit during drain 1. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she disconnected prior to the alarm for 15 minutes and was unsure if the drain had started when she reconnected to the machine. The tsr had the hp cycle power to display press go to start. The hp confirmed to restart with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated she contacted her nurse to report the issue and stated that her nurse retrained her on proper procedures. The hp confirmed she was doing well with therapy and no adverse event resulted from this incident.

Manufacturer narrative:
Follow-up #4 (09/21/2012): correction = the description to follow-up #3 submitted on 09/20/2012 should be - follow-up #3 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. Added the results of the test strips evaluation and found that primary complaint was not confirmed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow-up #1 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
A patient reported blood glucose results of "142 mg/dl" with a lifescan meter and "112 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.